Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing shocking sensation when stimulation was increased. Caller stated back in (B)(6) 2021, the patient increased their stimulation several times. The patient experienced an accident and went to increase stimulation, but experienced a shocking sensation when they increased the stimulation. Caller mentioned they replaced the batteries in patient's programmer. Caller admitted the stimulation may have inadvertently been turned off and when they turned on the programmer using the "therapy on" button vs the sync button and it could have caused the patient to experience a sudden shocking sensation. Caller stated the patient had not changed programs since july. Caller did state that the patient had fallen in the bathroom about a month ago and had fallen on their knee. The patient was redirected to their healthcare provider to further address the issue.